Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. No image: an image was not displayed because the ccd unit malfunctioned. It seemed like the ccd unit malfunctioned because of material degradation, which was caused by ultraviolet rays, of the ccd sensor. Image flicker: flickering occurred temporarily because communication failure occurred due to the partial disconnection of the cable. It seemed like the damage in the cable was caused by user operation or deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit and the endoscopic image was flickered intermittently due to failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image of the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.